Event description:
Patient initials: (B)(6). Date of awareness: 6/2/23. Reporter: hospitalist. Hospitalization start date: (B)(6) 2023. Hospitalization end date: (B)(6) 2023. 45yo f with pmh pah, chronic cor pulmonale, sle, chronic nephritis, and obesity presented to emergency room after remodulin pump failed. Patient was admitted and restarted on medication while awaiting new pump.